Manufacturer narrative:
Evaluation summary: a hawkone was returned connected to a cutter driver. Ancillary devices included a 6f cook sheath and a blue 0.014" guidewire. No other ancillary devices were included. A hawkone was returned connected to a cutter driver. Ancillary devices included a 6f cook sheath and a blue 0.014" guidewire. No other ancillary devices were included. The hawkone was received loaded inside the sheath with the guidewire loaded over the distal assembly of the hawkone. The preliminary inspection of the hawkone showed the laser drilled tip curved at an approximate 90-degree angle. The blue guidewire was loaded in the rotating distal tip of the distal assembly, but not the guidewire tubing of the housing. The guidewire exposed from the proximal end of the guidewire tubing was bent in the distal direction and was looped. The guidewire exposed outside of the distal end of the guidewire tubing was straight and showed no damages. Approximately 28cm of the hawkone was outside of the distal tip of the cook sheath. The distal end of the sheath showed buckling and longitudinal crease from the distal rim of the sheath. The distal assembly was inspected under microscope. The guidewire tubing of the housing segment showed a zipper tear through the tubing. The guidewire tubing of the rotating tip was intact, however the proximal end of the guidewire lumen was pulled distally at an approximate 90 degree angle where the guidewire remains loaded. The blue guidewire was inspected under microscope. At areas where guidewire was curved, the blue jacket showed evidence of wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone to treat a fibrous plaque lesion with 90% stenosis in the right distal popliteal artery with a 6mm diameter. Physician used a 6fr non-medtronic 45cm sheath and a 0.014" non-medtronic guideiwire. It was reported that upon inspection it appeared that the wire was loaded improperly. The procedure was completed by removing the sheath and to re-access the area. The physician reported the patient had a small hematoma at the access site, which the physician reported was caused by having to remove the sheath and then re-access the groin. The hematoma was treated with standard manual compression and continued to resolve during the patient¿s recovery.